Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported that the patient received inappropriate therapy due to oversensing, and there was a suspected lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was a suspected lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.